Manufacturer narrative:
H10: lot numbers were provide for both the devices, and the lot history reviews were currently being performed. Of the 2 reported malfunctions, both the devices were not returned to the manufacturer for evaluation; however, photo was provide for both the malfunctions. The investigation was confirmed for catheter break and leak. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700615 chronic catheters allegedly experienced break and fluid leak. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Two female patient's age were 53 and 62 year, one patient weighs 49 kgs and another patient's weight was not provided.

Manufacturer narrative:
Lot numbers were provide for both the devices, and the lot history reviews were currently being performed. Of the 2 reported malfunctions, both the devices were not returned to the manufacturer for evaluation; however, photo was provide for both the malfunctions. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700615 chronic catheters allegedly experienced break and fluid leak. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Two female patient's age were (B)(6) year, one patient (B)(6) and another patient's weight was not provided.